Event description:
It was reported that the pacemaker was explanted 26 days after the implantation due to high impedance with loss of pacing. No adverse patient events were reported.

Manufacturer narrative:
After its arrival, the pacemaker underwent a status interrogation, and the memory content was analyzed. A ventricular lead defect that occurred on (B)(6) 2018 both in the bipolar and in the unipolar lead configuration was documented in the device memory. Aside from this, the analysis of the memory content did not show any anomalies. In a next step, the pacemaker was visually inspected, and the connection system was examined. The screws and the spring elements of the lead connections were free of defects. Leads inserted as a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined in the standard. The pacemaker's capability to provide therapy were tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In the further course of the analysis, the impedance measurement functions of the pacemaker were checked, and no anomalies were found that could be related to the clinical observation. The device functioned properly. In addition, a long-term pacing test was performed. The pacing function did not show any anomalies during the test. The device was capable to provide therapy without restrictions. In summary, the was without defects during the analysis and within specifications both in regard to the connection system and the electronics. There was no material defect or manufacturing error.